Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads events were on top of each other. Both leads remain in use. No patient complications have been reported as a result of this event.